Event description:
Unstable peep value displayed on hfjv readout. Peep drifted higher over three hr period. Peep setting on conventional ventilator (sechrist) was adjusted too low based on hfjv's inaccurate peep display. Therapist corrected problem by replacing the patient box. Patient box malfunction was verified by biomedical engineering.